Event description:
Baxter france received a report that an intermate that had a reservoir rupture during infusion. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Also, the distributor has not provided the lot number. Should the device and/or any additional information become available; a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot number was not provided. Therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).